Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/12/2013 with the following findings: the keypad buttons were found to be intermittently responsive and required multiple button presses with increased force before buttons were responsive. There was no visible damage on the keypad. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. Also unrelated to the complaint, the display screen was found to be dim/faded and discolored and difficult to read. The display screen was replaced and was fully functional and illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.